Event description:
It was reported that the catheter was implanted in the brachial vein on (B)(6) 2021. 40 cm of the catheter was inserted at 21.5 cm of the upper arm, and 4 cm of the catheter was exposed externally. Prior to infusion in the patient, the nurse conducted disinfection and found liquid leaks at the insertion site. The skin was red and swollen. The catheter was removed and a damage was found at the scale of 4 cm, which led to liquid leaks. It was stated the cause for the damage remained unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu2186 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was implanted in the brachial vein on (B)(6) 2021. 40 cm of the catheter was inserted at 21.5 cm of the upper arm, and 4 cm of the catheter was exposed externally. Prior to infusion in the patient, the nurse conducted disinfection and found liquid leaks at the insertion site. The skin was red and swollen. The catheter was removed and a damage was found at the scale of 4 cm, which led to liquid leaks. It was stated the cause for the damage remained unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed from the video that was provided for investigation. The video showed a 4 fr single-lumen groshong PICC attached and secured to the nxt connector. The sample exhibited evidence of use. As the video played, the catheter was stretched, which revealed what appeared to be a semi-circumferential split in the tubing between the 34cm and 35cm depth mark. The split was noted in the blue stripe and would allow fluid to leak from the catheter. While the characteristics of the breach and exact cause of the damage could not be determined from the video, potential contributing factors include material fatigue caused by repeated kinking at the insertion site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), returned sample, applicable fmea documents, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was 4fr s/l groshong. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in between the 34cm and 35cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported that the catheter was implanted in the brachial vein on (B)(6) 2021. 40 cm of the catheter was inserted at 21.5 cm of the upper arm, and 4 cm of the catheter was exposed externally. Prior to infusion in the patient, the nurse conducted disinfection and found liquid leaks at the insertion site. The skin was red and swollen. The catheter was removed and a damage was found at the scale of 4 cm, which led to liquid leaks. It was stated the cause for the damage remained unknown.